Manufacturer narrative:
Patient age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an error message occurred during aspiration. An angiojet® solent¿ omni was being used in a thrombectomy procedure treating the superficial femoral artery (sfa). During the procedure while actively aspirating the lesion, a check saline supply occurred. The device was unable to function. Another angiojet catheter was used to complete the case. No patient complications were reported and the patient was fine.